Event description:
It was reported that: after suction procedure a nurse accidentally connected the ventilation has not directly to this y-piece, but to an additional end cap on the y-piece (see attached photo). Patient was not ventilated due to the occlusion of the corrugated hose. Savina posted optical and acoustical alarms.